Event description:
It has been reported that while trying to perform a patient data transfer, the multiview workstation rebooted resulting in a temporary loss of patient monitoring for their telemetry patients. The local biomed downloaded the logs (attached) and reports that this symptom has been observed several times on this machine both prior to and after this reported event.

Manufacturer narrative:
We are in the process of gathering additional information from the customer. We will report the result of our investigation, and the cause of the product malfunction to FDA as soon as they become available. We will provide an update to FDA by march 31, 2008.